Event description:
It was reported that during battery replacement for normal battery depletion, the physician had seen visual damage on the extension. The wear on the extension was noted at the bulk head of the old extension. The cause of the extension was not determined. There were high and normal impedance values at the time. System impedance on contacts 1 and 3 were 28796 and 36935. Electrode 2 was 739. The patient was running high impedances at 8.5v and 450 pw, but the patient did not experience any loss of therapy. The extension was not replaced at the time of the battery replacement because the patient had only signed a consent form authorizing the battery replacement. No other procedures or replacement parts were included on the consent form because there was no indication there were any concerns. A revision was required and the extension was replaced, and they took out the adaptor. The patient had maintained effective therapy throughout this time. They thought the high energy requirement needed by the patient was because the patient was (B)(6) and his anatomy was difficult. That might have contributed to some of the issues. It was noted that the leads were a cervical placement.

Manufacturer narrative:
Concomitant products: product ID 3487a, lot # j0340634v, implanted: (B)(6) 2003, product type lead; product ID 3487a-33, lot # j0340634v, implanted: (B)(6) 2003, product type lead; product ID 7495lz66, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 74001, lot # n311272, implanted: (B)(6) 2012, product type adapter; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).